Manufacturer narrative:
The t:slim x2 pump user guide states: always check that your cartridge has insulin to last through the night. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was aware that the pump was low on insulin prior to going to bed; however, the customer decided not to change supplies. Subsequently, the pump ran out of insulin and the customer experienced a blood glucose (bg) level of over 600 mg/dl. The customer changed supplies and addressed bg level with a bolus via the pump.